Event description:
It was reported that during a routine ipg replacement it was discovered that the patient's left lead had high impedances. As a result, the left lead was explanted and replaced during the procedure. It is unknown which lead was at fault.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000041300